Event description:
The reporter stated that the product leaked while on a patient. The patient was on an oscillating ventilator, the sats dropped to 70% and the patient lost volume. The volume had to be replaced with albumin. The patient is ok now.

Event description:
Per medwatch report, sedation and paralytic drips were being given through the trifuse. Drips and trifuse changed at 14:20 at 15:00 infant's hr up to 200 from 150. Bp up and sats down to 70s. Fi02 increased from 43% to 72%. Pavulon and fentanyl bolus given through pump and trifuse. Dr notified and 10cc/kg 5% albumin given. 16:00 noted child moving and discovered wet area on bed and trigfuse wet. Trifuse replaced, fentanyl and pavulon bolus given through new trifuse. Vital signs returned to normal.